Event description:
Physio-control device inspection found that it was giving the therapy "leads off" message and would not recognize therapy cable connection. User had to hold the cable at the therapy connector for the device to recognize cable and defibrillate. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control replaced the internal therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed internal therapy connector assembly and determined the root cause of malfunction to be an intermittently open socket, socket 1.